Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient had a left common iliac vein injury, acute deep venous thrombophlebitis of the left leg and a contraindication to anticoagulation and ivc filter placement was requested. Access was gained to the right common femoral vein. An iliac venogram and venacavagram were performed demonstrating no clot in the right iliac system and no thrombus in the ivc. There was some reflux in the left common iliac vein with no flow from this vessel suggesting total occlusion. The caliber of the ivc was determined and the location of the renal veins was noted. The filter was deployed just below the renal veins in good position with some tilt on the apex. The patient tolerated the procedure well. Approximately ten years three months post filter deployment, the patient presented to the urgent care with complaint of cough and left rib pain. The cough had started two weeks prior to the urgent care visit and the patient was unsure of bumping the ribs; but, had small ecchymosis, tenderness and pain with coughing. The patient denied chest pain, shortness of breath and palpitations. An x-ray of the ribs demonstrated no evidence of a displaced rib fracture or pneumothorax. There were two linear radiopaque densities superimposed upon the left lower chest that were possibly detached filter limbs. The patient needed further evaluation at another facility but refused offered transportation against medical advice. The next day, a CT scan performed at another facility demonstrated no evidence of infiltrate or effusion, pulmonary thromboembolism, aortic aneurysm or dissection. An x-ray of the ribs demonstrated no evidence of rib fracture, pneumothorax or infiltrate. There were metallic densities resembling wires projecting at the left lung base. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided for review. A vena cava filter was successfully deployed with a slight tilt at the apex noted. Ten years and three months post filter deployment x-ray demonstrated two linear radiopaque densities in the lower left chest believed to be detached filter limbs. Based on the medical records the investigation can be confirmed for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. Approximately ten years three months post vena cava filter deployment for a contraindication to anticoagulation, the patient presented to the urgent care with complaints of left rib pain and cough. An x-ray of the ribs demonstrated two detached filter limbs in the left lung base. A CT scan performed the next day at another facility demonstrated no evidence of infiltrate or effusion, pulmonary thromboembolism, aortic aneurysm or dissection. No additional information surrounding this event was provided in the medical records received.

Event description:
It was reported through the litigation process that approximately ten years and three months post filter deployment for a contraindication to anticoagulation, the patient presented to the urgent care with complaints of left rib pain and cough. An x-ray of the ribs demonstrated two detached filter limbs in the left lung base. A computed tomography scan performed the next day at another facility demonstrated no evidence of infiltrate or effusion, pulmonary thromboembolism, aortic aneurysm or dissection. At some time post filter deployment, it was alleged that there was perforation of limbs. No attempts have been made to retrieve the filter or detached limbs. The patient alleged to currently experience shortness of breath and cough with sputum.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: a sample evaluation could not be performed as the device was not returned. Medical records were provided and reviewed. The medical records allege bard recovery filter was implanted with just below the renal veins in good position with some tilt on the apex for a patient. The patient tolerated the procedure well. After ten days later, computed tomography of chest was performed which revealed an inferior vena cava filter on the axial images through the upper abdomen. After two months, the patient experienced abdominal pain, computed tomography of abdomen without contrast was performed which showed inferior vena cava filter was in place. After three years, computed tomography of abdomen and pelvis without contrast was performed which revealed an inferior vena cava filter. After one year and seven months, x-ray of lumbar spine was performed which showed inferior vena cava filter. After five years and six months, the patient experienced pain. After one year and ten months, the patient experienced abdominal pain, computed tomography of abdomen and pelvis without contrast was performed which showed inferior vena cava filter was identified anterior to the l2-l3 vertebral body level. Of note, the inferior aspect of the filter extends beyond the confines of the knee, nonspecific. No retroperitoneal fluid was identified. After seven months, the patient had lower back pain, x-ray of lumbar spine was performed which showed inferior vena cava filter was present. After nine months, computed tomography of lumbar spine was performed which showed there was a vena cava filter. After eight months, x-ray of lumbar spine was performed which revealed there was an inferior vena cava filter in place, of note two of the filter legs appear detached from the main position of the filter. After nine months, computed tomography of aortic dissection was performed which revealed an infra renal inferior vena cava filter was identified. A lateral strut was identified and appears to have abutting the right lateral aspect of the aorta. A small amount of nonocclusive intraluminal thrombus adjacent to the strut was identified centrally within the aorta. After five months, computed tomography of abdomen and pelvis with contrast was performed which showed infra renal inferior vena cava filter present. After seven months, x-ray of abdomen was performed which showed there was an inferior vena cava filter with the rip/apex overlying the inferior body of the l2 vertebra and the anchor legs overlying the body of the l3 vertebra and superior endplate of the l4 vertebra. Therefore, the investigation is confirmed for the alleged filter limb detachment, positioning failure and perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient had a left common iliac vein injury, acute deep venous thrombophlebitis of the left leg and a contraindication to anticoagulation and ivc filter placement was requested. Access was gained to the right common femoral vein. An iliac venogram and venacavagram were performed demonstrating no clot in the right iliac system and no thrombus in the ivc. There was some reflux in the left common iliac vein with no flow from this vessel suggesting total occlusion. The caliber of the ivc was determined and the location of the renal veins was noted. The filter was deployed just below the renal veins in good position with some tilt on the apex. The patient tolerated the procedure well. Approximately ten years three months post filter deployment, the patient presented to the urgent care with complaint of cough and left rib pain. The cough had started two weeks prior to the urgent care visit and the patient was unsure of bumping the ribs; but, had small ecchymosis, tenderness and pain with coughing. The patient denied chest pain, shortness of breath and palpitations. An x-ray of the ribs demonstrated no evidence of a displaced rib fracture or pneumothorax. There were two linear radiopaque densities superimposed upon the left lower chest that were possibly detached filter limbs. The patient needed further evaluation at another facility but refused offered transportation against medical advice. The next day, a CT scan performed at another facility demonstrated no evidence of infiltrate or effusion, pulmonary thromboembolism, aortic aneurysm or dissection. An x-ray of the ribs demonstrated no evidence of rib fracture, pneumothorax or infiltrate. There were metallic densities resembling wires projecting at the left lung base. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided for review. A vena cava filter was successfully deployed with a slight tilt at the apex noted. Ten years and three months post filter deployment x-ray demonstrated two linear radiopaque densities in the lower left chest believed to be detached filter limbs. Based on the medical records the investigation can be confirmed for filter limb detachment. However, the investigation is inconclusive for the reported perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. - movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. - perforation of other acute or chronic damage of the ivc wall. (B)(4) - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. Approximately ten years three months post filter deployment for a contraindication to anticoagulation, the patient presented to the urgent care with complaints of left rib pain and cough. An x-ray of the ribs demonstrated two detached filter limbs in the left lung base. A CT scan performed the next day at another facility demonstrated no evidence of infiltrate or effusion, pulmonary thromboembolism, aortic aneurysm or dissection. No additional information surrounding this event was provided in the medical records received. New information received: it was reported that after an unknown amount of time post filter deployment, allegedly there was perforation of limbs and detached limbs in the lungs. No attempts have been made to retrieve the filter or detached limbs. The patient alleged to currently experience shortness of breath and cough with sputum.